Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported the pen needle to clog during flow check . Date of event : (B)(6) 2022. Sample status : awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported the pen needle to clog during flow check . Date of event: (B)(6) 2022. Sample status: awaiting sample.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported the pen needle to clog during flow check . Date of event : (B)(6) 2022. Sample status : awaiting sample.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported the pen needle to clog during flow check . Date of event : (B)(6) 2022. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. Investigation summary: customer returned (16) open 32gx4mm bd pen needles without tear drop labels, covers or inner shields attached. The customer reported that a needle was clogged during flow check. The returned samples were examined, and it was observed that 12 featured a bent non-patient end (npe) cannula and 1 featured a broken npe cannula. The remaining 3 samples were tested for flow using a test pen injector, and all 3 were able to expel properly. The bent or broken npe cannulas would prevent proper flow through the pen needle, hence, the customer would think the pen needles were clogged. Since all 16 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles. H3 other text : see h10.